Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The following fields were updated: h3, h6. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on the plug unit, the image was not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the broncho videoscope exhibited a black screen, there was light but no image. The event occurred during inspection for use. There were no reports of patient involvement.